Manufacturer narrative:
Usage of the device: the usage of the power module is not known to the manufacturer as it is not labeled for single sue. The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation, a correlation between the device and the reported event of a yellow wrench / red battery alarm on the power module could not conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: a product return request letter was sent to the customer's site in an attempt to retrieve the device. Correspondence sent to the customer site indicated the complaint file would be closed if the device was not returned for evaluation by (B)(4) 2014. To date, the product associated with the event has not been returned, and the complaint file will be closed accordingly. No further issues have been reported for the power module.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that pt called after experiencing issues with the power module alarming. The pt brought the power module into the center for review. The vad coordinator exchange the internal battery but continued to get alarms (pt was not connected). The pt was given a new power module and a new internal sla internal battery. When the pt returned home, yellow wrench and red battery alarms occurred with the power module. The system controller did not have any alarms, only the power module. The pt refuses to return to the center until his schedule clinic visit due to the distance, so the pt is currently being supported using external batteries.